Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. Upon further analysis the knife was noted to be partially advanced into the lockout region, thus the device would not close. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a sleeve gastrectomy procedure, as soon as the instrument tried to fire, the device didn't work. The surgeon had properly raised the red safety lever and actioned the trigger, but no acoustic feedback was felt. The battery was removed and re assembled, but the issue was not resolved. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.